Manufacturer narrative:
H11 device evaluation: the lens was returned with dry in a microcentrifuge vial with residue/debris on product. Visual inspection found haptic torn and deformed. Dimensional and functional inspection not possible due to damaged haptic. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -11.5/3.0/94 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. Lens rotation not associated to low vault was observed. On (B)(6) 2023, lens repositioning was performed, but this did not resolve the problem. On (B)(6) 2024, the lens was exchanged for a replacement lens and the problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).